Event description:
It was reported that the patient presented in the clinic for follow-up. The device was found to be in backup mode with active high voltage (hv) therapy. A device restoration was performed successfully. The patient will continue with regular follow-up. No patient symptoms were reported.